Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. The alleged reset was confirmed in the download data but was unable to be duplicated during troubleshooting upon investigation, the monitor had an intermittent belt connections due to defective components u413 and u409 on the ca board. The root cause for the defective components was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.